Event description:
Pt was treated for a right complex metaphyseal diaphyseal distal radius fracture with a plate and screw construct on an unk date. Pt also noted to have flexortenosynovitis. Pt was returned to the operating room on (B)(6) 2012 for removal of hardware due to a non-union. During the removal, the surgeon reported the 2.4mm screws were broken. Surgeon is unsure if the locking screws broke postoperatively or during hardware removal. Reportedly, without much force, the heads of the screws came out when removing the plate. All hardware was removed and pt was revised to a 3.5mm plate and screw construct. Plate was given to the pt. Screws are available for return. This is the 3rd of 4 reports submitted on this event.

Manufacturer narrative:
Investigation is ongoing: no conclusion could be drawn as no device was returned or part number or lot number provided.